Event description:
It was reported that a 53-year old caucasian female patient underwent breast prosthesis implantation with two 375cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. As a result, the patient has been scheduled breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
Explant date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 9778556 sn: (B)(6) and (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 9778556 sn: (B)(6). On january 25, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.